Manufacturer narrative:
Device passed the displacement test however, pump alarmed a33 during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion test, prime/a33 test, and excessive no delivery test due to a33 alarm. Device was received with partially broken reservoir tube lip. A test p-cap and reservoir does lock into place inside the reservoir compartment properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had compromised force sensor system. The customer¿s blood glucose was 20 mmol/l. Troubleshooting steps were provided for power error detected alarm. The customer stated that drive support cap was sticking out. The insulin pump will not be returned for analysis.